Manufacturer narrative:
The serial number for this lead was previously reported as (B)(4). This report notes the correct serial number. Analysis was normal. No anomaly was found.

Event description:
It was reported that rv lead was dislodged with high capture threshold being observed. The lead was reposition, although high pacing lead impedance was noted. There were no adverse consequences. Patient will be monitored.

Event description:
New information received indicated that the lead was explanted.